Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted concurrently with mesh revision/removal due to pain, smell, discomfort and dyspareunia. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent cystoscopy, right retrograde pyelogram, placement of a right single-j ureteral stent, 4.5 french x24cm stent and distal coiled of the stent was removed on (B)(6) 2012 due to right ureteropelvic junction obstruction. It was reported that patient robotic-assisted laparoscopic right pyeloplasty on (B)(6) 2012 due to right upj obstruction and lower pole right crossing vessel.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to rectocele repair with mesh. It was reported that patient underwent mesh revision with posterior repair on (B)(6) 2008. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusions: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.